Event description:
The individual allegedly became allergic to latex from wearing latex med gloves in the performance of her job duties as a med technologist. On december 15, 1995 a rast test indicated she was allergic to latex.